Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was used to capture an approximately 12-15mm size stone. The basket was closed to keep the stone in place; however, upon removing, the pull wire broke. The basket no longer functioned, and the catheter had to be cut in order to be removed. The procedure was not completed, and the patient was sent to surgery on the same day for removal of basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.